Event description:
A patient was being transported from a CT exam to their unit when mid transport the intra-aortic balloon pump (iabp) turned off suddenly. The console was plugged in at nearest outlet until it was determined the transport should proceed. All within a two-minute period, the iabp showed that battery was full, then indicated only 20 mins left, then 10 mins, followed by red alert to off. The iabp turned off a second time right during the transport. A perfusionist was called to help bring another console to replace the malfunctioning battery. Safe transport back to occurred following the exchange. An associate patient care manager stated this event was similar to previous battery recall in the manner in which alarms progressed to iabp power failure, and how the problem was mitigated by plugging the unit into an outlet.